Manufacturer narrative:
Results and conclusions: is based on eval of user facility info and the returned sample; is based upon eval of reserve samples. The involved device was returned for eval. Examination determined that the outer coil of the guidewire had become partially unraveled. Inspection and testing of retained samples from random lots confirmed that there were no defects or anomalies and product performance specifications were met. The cause of the reported event cannot be definitively determined based on the available info. The event description is consistent with damage to the guide wire due to attempts to withdraw the device through the metal entry needle. The potential for such an event is addressed in the instructions-for-use. The IFU states: "caution do not withdraw the guide wire through the cannula, as shearing of the guide wire may result. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined." All available info has been placed on file in qa for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported that a guide wire became "stuck" in the introducer needle while the wire was being inserted. Communication with the user facility confirmed the following info: the physician inserted the needle into the artery and then began to insert the wire through the needle; the wire became stuck in the needle such that the doctor could neither advance nor withdraw the wire; the physician decided to completely remove both the needle and guidewire from the entry site; a second z-kit was opened, a re-stick was performed and the second wire was inserted without difficulty; the procedure was completed successfully; and the pt is reported to be fine.